Event description:
A nurse reported that bubbles came out of the infusion line during a left eye vitreoretinal procedure. The surgeon removed the bubbles and completed the case with no harm to the patient. The product sample was not retained. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Visual and functional testing was not performed because no sample was returned for evaluation. Without a sample, it is not possible to isolate the root cause. Based on the customer¿s report, it is possible that bubbles were observed; however, we are unable to confirm this event. (B)(4).